Manufacturer narrative:
A field service engineer was dispatched on.the fse cleaned and lubed gears and nosie is gone.fse also replaced the bent needle and ran controls and patient to test verified by operator. No further action required by field service. The most probable cause of the reported event was due to a large syringe bent needle and analyzer needed to be lubed. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015 a customer reported a screeching noise and needle is bent with their g8 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2015 to address the reported event, which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.